Event description:
A customer reported that when the packed red blood cells finished infusing, the nurse removed the tubing from the pump and the silicone segment split. Blood sprayed all over the nurse's clothes. There was no pt harm or user harm and medical intervention was not required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.